Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-30 - user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/17/2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. Customer reported that he did have to seek medical intervention since the last call. Customer stated after the initial call he had gone to his primary care doctor. His doctor performed a blood test and obtained a result in the 160s range fasting. Customer did not remember the exact number. Customer was diagnosed with hyperglycemia and was given medication (does not know what it was). Customer stated he waited in his doctor's office for 3 hours. Customer's blood glucose result when he left the doctor's office the same day was 137 mg/dl fasting. There were medications prescribed but customer did not know what they were since they had been prescribed electronically. No additional blood tests were performed using the truetrack meter.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the test strip was inserted and when the blood sample was absorbed. Customer was using proper testing technique. At the time of the call the customer reported feeling ill with symptoms of excessive thirst, blurry vision, frequent urination and feeling weak and tired. Customer was going to seek medical intervention due to symptoms. During the call on (B)(6) 2019, a blood test was performed by the customer fasting and produced test result of 125 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/21/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.